Event description:
Boston scientific received information that this left ventricular (lv) lead was capturing the signals sent from the patient's atrium and as a result was throwing off the timing of pacing in the left ventricle. As a result, an x-ray was taken, and that determined that the lv lead had dislodged. The physician does not want to reposition the lead at this time, so the programming was optimized to make the av delay longer and the lead remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead has been explanted and returned for analysis.